Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient was hospitalized for this event. The cause of the peritonitis was not reported. Treatment was not reported. The patient was recovering.